Event description:
Customer reported that during a case, the user pushed the fluoro button, and when they released the button, the unit continued to fluoro. System had to be rebooted to shut off x-ray alarm. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and could not reproduce the reported problem. Reseated fuses on the motherboard as a precautionary measure. System operates as intended.